Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose of 454mg/dl and the pump alarmed change sensor due to a bent cannula. Customer treated with the pump. There was no further information provided by the customer or troubleshooting and no further high blood glucose troubleshooting was performed. Customer was advised that new sensors would be provided . Customer was also advised to call back if further issues.